Manufacturer narrative:
The pump was returned for analysis. Upon interrogation the pump memory indicated that the pump was used to deliver morphine (25 mg/ml at 0.156 mg/day). Analysis of the pump found no anomaly with the device. The catheter (B)(4) was returned for analysis. Analysis of the catheter found a break in the catheter body as well as coring in the sutureless connector which leaked during pressure testing in the lab. The catheter (B)(4) was returned for analysis. Analysis of the catheter found a break in the catheter body. (B)(4).

Manufacturer narrative:
Section d references the main component of the device system; other relevant components include: product ID 8709sc lot# serial# (B)(4) implanted: (B)(6) 2008 explanted: (B)(6) 2016 product type catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative regarding a patient who was receiving morphine [25 mg/ml] at a dose of 24.36 mg/day via an implantable pump for chronic low back pain and spinal pain. It was reported on (B)(6) 2016that the device system was replaced. It was indicated that the patient reported suddenly he was not getting the same therapy results as before. There were also refill discrepancies, at least 5 ml difference, per the patient and hcp. It was noted that the patient recalled falling but did not remember if it was around the time of the therapy change. The date of the event was unknown. It was indicated that they checked the pump for motor stalls but there were none. The system was replaced as an intervention/action taken to resolve the issue. It was reported that at the time of the report the issue was resolved and the patient status was ¿alive ¿ no injury.¿ it was indicated that the device would be returned. Additional information was received from the representative on (B)(6) 2016. It was clarified that the actual residual volume was at least 5 ml more than the expected residual volume. It was noted that at the time of the procedure, the expected and actual volumes in the pump were the same. The expected residual volume and actual residual volume details of past refills were not made available to the representative.

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 8703w, serial# (B)(4), implanted: (B)(6) 2000, explanted: (B)(6) 2016, product type: catheter. Product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2016, product type: catheter. Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.